Manufacturer narrative:
Unit p-cap/reservoir locked properly in place. Unit received with scratched case, pillowing keypad overlay, and cracked keypad overlay. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. No unexpected insulin flow blocked alarm/no defects noted during testing. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was almost 500 mg/dl which was treated with insulin pen and insulin pump. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active at the time of reported event. Customer stated that belt clip and keypad was damaged and retainer ring chipped. Customer stated that reservoir was able to lock in place. Customer was not admitted hospital for high blood glucose. The insulin pump was returned for analysis.